Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that the ventilator displayed a red screen and was producing a loud alarm. The device was not in use on a patient during the alleged occurrence. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that the ventilator displayed a red screen and was producing a loud alarm. The device was not in use on a patient during the alleged occurrence. The ventilator was evaluated by a third-party service center and the customer¿s complaint were confirmed. The device's machine flow sensor needs to be replaced to address the issue.